Event description:
The physician was performing the greenlight pvp (photoselective vaporization of the prostate) procedure on a pt when the greenlight addstat fiber broke, burning his index finger. The physician reported receiving a 2nd degree burn.